Manufacturer narrative:
(B)(4). Can you clarify if the stent was placed intra-op or post-op? Post-op. What was the location of the bile leak in comparison to the stent placement? Unknown. Did the surgeon experience any problems with the device during the initial procedure? Unknown. How many clips were fired during the procedure? Unknown. Was the device fired over an existing clip? No. Can you describe the shape of the clip/s? Unknown. Was a cholangiogram being used? Unknown. Is the patient expected to have a full recovery? Yes. Was there any change in the patient's post operative course? Yes, they had to place a stent post-op. Patient's sex, age, and weight? Unknown. Did the patient have any pre-existing conditions? Unknown. How long has this surgeon been using this device? Since it launched. Are you aware of the last time the surgeon or staff was in-serviced for this device? 6 months ago.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was not clamping the clips together. Case completed with another device of the same product code. The patient had to have a stent put in due to bile leak.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify if the stent was placed intra-op or post-op? What was the location of the bile leak in comparison to the stent placement? Did the surgeon experience any problems with the device during the initial procedure? How many clips were fired during the procedure? Was the device fired over an existing clip? Can you describe the shape of the clip/s? Was a cholangiogram being used? Is the patient expected to have a full recovery? Was there any change in the patient's post operative course? Patient's sex, age, and weight? Did the patient have any pre-existing conditions? How long has this surgeon been using this device? Are you aware of the last time the surgeon or staff was in-serviced for this device? Is any further support needed from ees regarding this event or the use of the device? The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.